Event description:
It was reported that at the beginning of a photoselective vaporization procedure of the prostate, there was a break on the fiber body. The fiber break was located over the patients leg. A second fiber was chosen to continue with the procedure. The staff performed the safety procedure of wetting a rag and placed it over the leg of the patient to hold the second fiber in place. The procedure was completed with the second fiber without patient complications.